Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The complaint indicates that the patient reported the sensor wire was missing.based on visual inspection, testing concluded that the sensor wire with (B)(4). Is missing from sensor pod and seal carrier. Root cause: problem is confirmed because the sensor wire with (B)(4). Was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. Root cause could not be determined. A root cause could not be determined.